Manufacturer narrative:
This report is submitted on january 7, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection which was treated with oral and topical antibiotics. A skin revision was performed under a general anaesthetic on (B)(6) 2022.